Event description:
In 2005, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. As reported, after successful placement of the trunk-ipsilateral leg component, the physician was unable to cannulate the gate due to patient anatomy. The physician surgically converted the patient. The device was explanted and destroyed. The aneurysm was resolved surgically. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: the physician was unable to cannulate the gate due the patient anatomy.